Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch ping meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable/unwilling to state when the alleged product issue began. The reporter stated that the subject meter was dropped into water. The patient manages her diabetes with an insulin pump. The reporter confirmed that the patient took her usual dose of medication (including sliding scale) on high dose (date/time not provided) in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "headaches and shakiness" up to 3 weeks after the alleged product issue began (date/time not provided). The reporter stated that the patient attended ER (date/time not provided) and was admitted to hospital for 3-4 days and received hcp treatment with an insulin drip. The reporter stated that the patient's blood glucose was tested using an ER/hospital meter (date/time not provided) but she could not provide the result obtained. At the time of troubleshooting, the csr noted that there was indication of product misuse. No replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient was hospitalized and received hcp treatment for a severe high blood glucose excursion after the alleged product issue began.